Manufacturer narrative:
The other relevant component includes: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (b)(64) 2005, product type: catheter. The event dates provided by the initial report (hcp) are approximate. Per the device registration records, the patient's pump and catheter were implanted (B)(6) 2005, and the records indicate a catheter revision occurred on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative regarding a patient who had historically been receiving baclofen via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient had their intrathecal baclofen pump placed around 2006 (date approximate). It was reported the catheter was revised later that year, because the patient had gone through baclofen withdrawal. No further information was provided regarding the event. The patient¿s medical history included: a pmh of brainstem stroke ((B)(6) 1995), the patient was on chronic anti-coagulation with warfarin with resultant left hemiparesis, ble spasticity status post itb pump, and left sided weakness and spasticity. The patient¿s history also included neurogenic bladder, and bph. The patient denied a family history of blood clots and neurologic disorders. The patient had quit smoking cigars years earlier, and denied etoh (previously an occasional drinker). Ros was negative per hpi and allergies included pcn.